Manufacturer narrative:
Unit unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime/fill anomaly. However unit passed the basic occlusion test, occlusion test, and displacement test. The reservoir amount matched the screen status and recorded the bolus history properly in history file.

Event description:
The customer reported via phone call that his blood glucose level had been erratic in the last couple of months. The customer could not wear the insulin pump at night because his blood glucose level would drop even if he had juice before bed. Customer's blood glucose level went up to 407 mg/dl. The displacement test and self-test passed. The motor in the insulin pump was loud. Insulin did not exit the tubing during the fixed prime. The insulin pump was also not recording the history accurately because it was not recording the reservoir volume. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2010 high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.